Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted two sutures and four needles. One needle was not attached to a suture. Upon microscopic inspection, instrument marks were noted near the swaged end of that needle. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends or breaks, or damage the connection between the needle and suture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure the needle of the device loosened without manipulation on the two sutures that was used. The incident occurred twice during the procedure. Another device was used to resolve the issue. There was no patient harm.